Manufacturer narrative:
Device passed the self test, displacement test and keypad voltage test. All buttons functioning properly. No moisture damage on the keypad or electronic assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. Device received with missing display window cover, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the middle button and the down button did not response all the time. Customer stated that they had to press harder and multiple times before they respond. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.